Event description:
An implant card was received stating that the generator was replaced due to battery depletion. Per the implant card, impedance was marked to be greater than 10000 ohms. It is suspected that high impedance was observed when the newly implanted generator was connected to the existing lead and tested. No known lead revision has occurred to date.

Manufacturer narrative:
Date of event, corrected data: (B)(6) 2017. The event date was listed incorrectly in the initial MDR due to difficulty reading the date.

Event description:
Additional information was received that during surgery, after replacing the generator, the impedance was > 10.000 ohms. The impedance was checked again after removing the lead pin insertion and reinserting it into the generator. The impedance was still high. The pin insertion was checked to see if the pin was past the connector block. The surgeon was reported to be a very experienced surgeon, who knew how to deal with generators and leads . The lead was not replaced.